Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The patient was seen in clinic and no out of range shock impedance measurements were observed or able to be recreated in clinic with the patient at rest or with patient isometrics. The physician plans to continue monitoring through routine in clinic follow ups at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the patient was seen for routine in clinic follow up. Shock impedance measurements were noted to be greater than 125 ohms with frequent spikes greater than 200 ohms. The shock vector was reprogrammed to rv to can and shock impedance measurements were noted to be within normal limits at 66 ohms. Monitoring will be continued. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The patient was seen in clinic and no out of range shock impedance measurements were observed or able to be recreated in clinic with the patient at rest or with patient isometrics. The physician plans to continue monitoring through routine in clinic follow ups at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.